Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The issue was the hemopro would not push through the harvesting cannula port. It got stuck towards the end. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/05/2020. An investigation was conducted on 03/18/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula. A mechanical evaluation was conducted. Following the IFU (instructions for use), the harvesting tool was inserted into the cannula via the tool adaptor port. The tool went into the cannula with no difficulty. The tool was then retracted. No difficulty was observed as well. Signs of clinical use and evidence of blood was observed on the c-ring. The c-ring was observed to be transected in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed. Based on the returned condition of the device, the reported failure "mechanical issue; fitting problem" was not confirmed, with the analyzed failure "break; c-ring cut" confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The issue was the hemopro would not push through the harvesting cannula port. It got stuck towards the end. A replacement device was used to complete the procedure. The hospital did not report any patient effects.